Event description:
Middle-aged male with a pmhx (past medical history) hypertension and hyperlipidemia who presents as a stemi (st-segment elevation myocardial infarction) now s/p (status post) des x2 (drug-eluting stent) to lad (left anterior descending artery) with a reduced ef (ejection fraction) and impella cp placement with pump failure taken emergently to the or (operating room) now s/p impella cp removal, primary repair of right cfa (common femoral artery) and iliofemoral thrombectomy on inotropic and vasopressor support. Per doctor (hvi ccu attending of record at the time), he doesn't believe that anything related to our care was unusual or contributed to the device failure. Regarding if it was the pump that malfunctioned versus the console, he believes it was the pump that malfunctioned as far as he can tell and the abiomed rep agrees. The console seemed okay but was showing data consistent with impending pump failure and then the pump failed. He doesn't think there is a way the console could cause that. Regarding additional care he cannot identify anything other than the timing of the removal. The patient required a bit of vasopressors during and after the case but that could have happened later too. It could be theoretically argued that the patient's heart might have benefited from longer duration of unloading, but there's no evidence of that in his case. Overall, he doesn't think the patient was harmed and it may have helped the patient getting the device out faster.